Event description:
On 07-jan-2026, a company representative - service personnel contacted technical service to report that versacare frame (product code p3200k000676, serial number (B)(6)), had power cord damaged with copper wires exposed. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows any of these: discoloration of the plug molding, around the plug blades. Any signs of cracking., loose fit of the plug blade (the plug blade moves in the molding), verify that the strain relief p-clip is present. Replace the power cord, if damaged. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on jan 7, 2026. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.